Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the bolus button was found to be unresponsive. Investigation revealed liquid contamination on the bolus button contact. Unrelated to the bolus button issue, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the bolus button is unresponsive. This report is made based on results of investigation completed on (B)(4) 2012.